Manufacturer narrative:
Date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the stim does not work. The doctor sent patient for an x-ray and patient just found out there is nothing wrong with the lead. Patient does not know what the next steps will be as they just spoke with a nurse. The patient was redirected to their healthcare provider to further address the issue.